Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing of noise. The patient was brought into the clinic for x-ray imaging and to try to reproduce the noise. The s-ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6: impact codes - updated to add f2203: imaging required.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing of noise. During the episode, the signal morphology shifted below baseline. The patient was brought into the clinic for x-ray imaging and to try to reproduce the noise. The s-ICD system remains in service. No adverse patient effects were reported.